Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into a patient's eye, there was a foreign material noted on the back of the lens. The surgeon removed he material with the use of the irrigation and aspiration device. The surgeon considers that the material is possibly the lining from the cartridge. A sample cartridge from the same lot will be sent to the manufacturer as a sample. There is no reported harm to the patient. The iol remains implanted. A non-qualified viscoelastic was indicated as having been used. Additional information was requested.

Manufacturer narrative:
The used cartridge complaint sample was not returned. One unopened cartridge was returned. The unused cartridge was evaluated. No damage or abnormalities were observed. No foreign material was observed in or on the cartridge. A video was provided. Due to excessive glare, details are hard to visualize. It did not appear that adequate viscoelastic was added to the cartridge. The lens was loaded with no issue observed. After the cataract removal, which took approximately 11 minutes, the delivery system is brought back into view. The lens is advanced from the nozzle entry area directly into the eye. After the lens is delivered, material is observed on the right side of the posterior surface of the optic. The material is removed with the I/a tip. The lens remains implanted. A non-qualified handpiece was indicated. A non-qualified viscoelastic was used. The root cause for the reported foreign material could not be determined. The used cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. A strip of material was observed on the posterior surface of the lens. Based on the review of the provided video, the observed material may have been internal coating material from a damaged cartridge. There also did not appear to be adequate viscoelastic added to the device. Although the root cause has not been determined, contributing factors could be: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. The use of non-qualified handpiece may result in delivery issues and/or damage. The root cause for the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).